Event description:
It was reported that the patient experienced stimulation in the wrong location from their implantable neurostimulator (ins). Specifically, they had stimulation in their abdominal area following a myelogram procedure (date unknown). On (B)(6) 2015 the patient was seen by the manufacturer¿s representative where impedance testing was performed and showed normal values between 557 to 762 ohms. It was noted that the patient had one program in group b that they accidentally turned up too high and got abdominal stimulation. The patient was reprogrammed and the amplitude was decreased and ¿all was good¿. The patient was then seen on (B)(6) where it was reported that they had stimulation in the desired areas which was helping with their pain and they were doing well. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: 2013-(B)(6), product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).